Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: failure to deflate/balloon detachment. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in an unspecified vessel, the multi-link vision stent delivery system (sds) was advanced through the lesion. When attempting to deploy the stent, the balloon would not inflate. The inflation device was changed but the balloon did not inflate. After multiple attempts, the balloon was inflated and the stent deployed. Several attempts were made to deflate the balloon; however, the balloon would only partially deflate. Ultimately, the balloon was deflated completely at the femoral site in the introducer sheath and removed from the anatomy. Outside of the anatomy, the balloon was found detached from the shaft. Reportedly, there was no adverse pt effect. No additional event or pt info is available.